Manufacturer narrative:
Qn# (B)(4). An investigation has been opened to review historical data and risk documentation. A follow up report will be submitted after investigation.

Event description:
It was reported that: " device does not open. Manta won't open from plastic when inside patient. 2 devices tried and failed" associated to 3010252479-2023-00146 manta. Additional information: during an evar procedure on the (B)(6) 2023, access was gained in the femoral artery which was reported severely calcified. The account reported that: "after index procedure, when turning the deployment lever, the anchor hadn't got out from the delivery tube (both devices)". A surgical cutdown was performed and the patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). Two manta units were returned for evaluation. Blood particulates were noted on the units. Both mantas were locked into the sheath with the lever engaged. Unit 1: no components were released out of the lumen. Unit 2: collagen, anchor and lock were released and pushed out of the lumen. The involved physician attempted to investigate one of the devices prior to shipping. The tampered device was not labeled when received for investigation. Therefore, it is unknown which device was deployed first and which was tampered with prior to shipping for investigation the device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. A manufacturing record review was completed and found lot number mn2201464 was manufactured prior to a correction essential medical made because of a lot failure occurring in 2022. Based on the information submitted, following an evar procedure, a 14f ce manta device was deployed for closure into a severely calcified femoral artery. No resistance was met while advancing the bypass tube into the hemostatic valve and no buckling or bending occurred to the bypass tube. While the physician was actuating the handle lever in the clockwise direction, the anchor did not deploy and release from the device. The risk documentation was reviewed, and this incident is a known risk. The manta instructions for use was reviewed and confirmed to list the manta device as contraindicated in the following: severe calcification of the access site. The severe calcification present in the femoral artery likely prevented the anchor from deploying and successfully sealing the puncture. Potential adverse events related to the deployment of vascular closure devices identified in the IFU include failed hemostasis requiring surgical repair. Procedure preparation instructs to confirm via femoral arteriogram, no evidence of significant peripheral vascular disease or calcification in the region of the arteriotomy.

Event description:
It was reported that: " device does not open. Manta won't open from plastic when inside patient. 2 devices tried and failed" associated to 3010252479-2023-00146 manta. Additional information: during an evar procedure on the (B)(6) 2023, access was gained in the femoral artery which was reported severely calcified. The account reported that: "after index procedure, when turning the deployment lever, the anchor hadn't got out from the delivery tube (both devices)". A surgical cutdown was performed and the patient was reported as fine post the procedure.